Event description:
It was reported by the pt that she was getting "electrical shock" beginning at the pump, traveling up her spine and wrapping around to her stomach. Pt also has a defibrillator from a competitor. Pt stated she can also cause the "shock" by touching her spine area near catheter. Pt stated the shock still originated from the pump and traveled up the catheter even when she touched the area of the catheter. This occurred following a pump and catheter replacement. The pt was at home in fair condition. Pt stated she had a CT scan and she was informed the scan showed no issues were occuring. Pt reported the incidence with which she was experiencing the symptoms was reduced to just a couple times a month.

Manufacturer narrative:
(B)(4).